Manufacturer narrative:
The insulin pump was unable to prime at 4.0 lbs during prime/ compromised force sensor test due to moisture damage inside faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had no delivery alarm and prime/fill anomaly. The blood glucose at the time of the incident was 155 mg/dl. The customer states they are unable to exit the "preparing to prime" loop. The customer states they did not receive a second series of beeps, nor did the numbers appear on the screen. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.